Manufacturer narrative:
Unit received with blank display due to battery tube connector not plug in properly. Unit received with minor scratches on lcd window.

Event description:
Customer reported a blank display. He stated that his insulin pump stopped working and was completely inactive. The customer also reported a high blood glucose of 588 mg/dl. He stated that the display does not return after he inserts a new battery. Customer's blood glucose was 106 mg/dl at the time of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).